Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined. The representative was advised to complete further troubleshooting attempts (clean the scopes contacts, clear the error. Try multiple scopes and multiple towers). If additional information becomes available at a later time, this report will be supplemented.

Event description:
It was reported the customer is receiving a scope communication error from their unit. The customer was advised to send in the unit for repair and a new unit was used to no avail. It was noted this issue is occurring with multiple scopes and towers. It is unknown if the customer is clearing the error code between procedures or after the error occurs prior to a new scope being inserted. No injury occurred as a result of this error. Further troubleshooting attempts are to be completed. Although requested, additional information has not been provided.